Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). A follow up medwatch will be submitted once the investigation is complete. Device not with zimmer at this time

Event description:
It was reported that the battery pack sizzled and expanded with battery acid bubbling out of the pack as a result of the cord being cut prior to attempting to remove the batteries. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. UDI: (B)(4). Investigation summary: review of the device history record for 00515042000, lot number 63749320, identified no relevant deviations or anomalies. Product examination could not be performed as there was no product returned for this complaint. However, a photo provided by the customer showed that the battery pack wire had been cut. This complaint is confirmed. The reported event claimed that the battery wire of the unit was cut and later on the battery pack became hot and close to combustion. It is known that cutting the wire can create a short circuit within the battery pack. The pulsavac IFU states, ¿do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury. The root cause of the reported event is that the customer cut the wire. Cutting the wire has the risk of causing a short circuit of the battery pack. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.